Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 53 mg/dl. Bg was addressed with crackers, coffee, sugar, glucose tablets, and stopping insulin delivery. Reportedly, customer's personal profile settings were being adjusted by a healthcare provider. Additionally, customer suspected exercise contributed to bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.